Event description:
The user is scheduled for explantation and re-implantation surgery on (B)(6) 2024, due to an exposed wire in his ear canal. This report refers to 9710014-2024-00538. For further information please refer to this report.